Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring additional ballooning. Device issue: no device malfunction has been reported. It was reported via a trial, that the index procedure to treat three lesions was performed in 2008. The lesion located in the proximal circumflex was treated with pre-dilation and placement of a 3.0 x 18 mm promus resulting in 0% residual stenosis. Two additional promus stents were implanted in the distal circumflex lesions. The patient was discharged two days later, taking aspirin and plavix. Five months later, restenosis was observed in the proximal circumflex, which was treated by balloon angioplasty, resulting in 0% residual stenosis. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Stenosis, as noted in the promus IFU, is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Although a conclusive root cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality issue.